Event description:
As reported by the field, during a mechanical thrombectomy of the internal carotid artery, when the emboguard 87, 95 cm balloon guide catheter (bg8795u, 0000201525) was approached to the occluded lesion and inflated, the balloon ruptured. The emboguard was replaced with optimo 8fr and the procedure was completed. There was no negative impact to the patient reported. Additional information received indicated that there was no evidence of part of the device dislodged or embolized in the patient. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the internal carotid artery, when the emboguard 87, 95 cm balloon guide catheter (bg8795u, 0000201525) was approached to the occluded lesion and inflated, the balloon ruptured. The emboguard was replaced with optimo 8fr and the procedure was completed. There was no negative impact to the patient reported. Additional information received indicated that there was no evidence of part of the device dislodged or embolized in the patient. The product was removed intact (in one piece) from the patient. The initial examination of the returned device identified no damage of the shaft, strain relief or hub of the emboguard device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was no restriction in the main lumen of the device. The complaint report detailed that the ¿balloon was ruptured¿ after an attempt was made to inflate the balloon at the occlusion site. The returned emboguard device could not be successfully inflated. A pin hole leak was identified in the balloon material. From the review completed this defect would have been apparent during the balloon preparation step as per emboguard¿s IFU, thus it is concluded the pin hole occurred post preparation of the device, potentially during insertion into or tracking through the patient¿s anatomy or upon inflation in the target vessel. A recreation of the complaint event could not be performed based on the details provided in the complaint report (i.e. Details regarding method of insertion, accessories used, patient anatomy). A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned emboguard device shows no visible damage or deformation of the hub, shaft, tip, balloon bonds. A pin hole leak was identified on the balloon material post inflation attempts. The complaint report detailed that the ¿balloon was ruptured¿ after inflation was attempted at the occluded region. The balloon on the returned emboguard device could not be inflated, due to leakage from the pin hole in the balloon, therefore the complaint event is confirmed. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A review of the provided photographs shows no evidence of damage to the balloon on the emboguard bgc device. There is evidence of a slight overlapping of the balloon material at the distal balloon bond. Overlapping of balloon material can potentially occur after deflating the balloon and/or withdrawal and is therefore not considered as damage. Details regarding the cause of the damage were not provided with the complaint event description. The complaint event cannot be confirmed from the photographs provided with this investigation and the root cause cannot be determined. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The review of the provided photographs does not confirm damage on the emboguard balloon. The complaint event cannot be confirmed from the photographs provided or from the information provided in the complaint event description. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.